Event description:
The customer reported via phone call indicating that the insulin pump alarm weak battery and battery out limit. Customer's blood glucose was unknown mg/dl. After troubleshooting was done, customer was advised that we will send a replacement battery cap and monitor the insulin pump. The customer declined to troubleshoot for low battery at this time.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.